Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. The inner and outer shaft were torn 7mm at the guidewire exit notch. The tear is consistent with a guidewire or product mandrel ripping through the shaft. Functional testing was performed by attaching a water filled inflation device to the inflation lumen. As pressure was applied water leaked from the tear in the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-mar-2016. It was reported that balloon inflation failure occurred. The target lesion was located in the left anterior descending (lad) artery. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to predilate the lesion; however, the balloon failed to inflate. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole/ perforation.